Event description:
It was reported the device had been in place for about 4 weeks and used to administer chemotherapy. During the execution of the dressing, at the time of washing with saline solution, we note the leakage from the insertion point of liquid mixed with blood. It is decided to remove the device and it becomes evident that at about 11cm presents a partial rupture in the internal part of the vein (not visible from the outside). The patient presents as a of fixation subcutaneous anchoring device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the device had been in place for about 4 weeks and used to administer chemotherapy. During the execution of the dressing, at the time of washing with saline solution, we note the leakage from the insertion point of liquid mixed with blood. It is decided to remove the device and it becomes evident that at about 11cm presents a partial rupture in the internal part of the vein (not visible from the outside). The patient presents as a of fixation subcutaneous anchoring device. No other information was provided.

Event description:
It was reported the device had been in place for about 4 weeks and used to administer chemotherapy. During the execution of the dressing, at the time of washing with saline solution, we note the leakage from the insertion point of liquid mixed with blood. It is decided to remove the device and it becomes evident that at about 11cm presents a partial rupture in the internal part of the vein (not visible from the outside). The patient presents as a of fixation subcutaneous anchoring device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 11cm and 12cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11